Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced adhesive event where infusion set fell off due to tape not sticking. The infusion set was in use for 6 days. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).